Event description:
It was reported that a rise in thresholds was observed in the left ventricular (lv) lead. Reprogramming was done and the lv lead remains in use. The patient was reported to be enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565, implantable tachy lead, (B)(6) 2012; 407652, implantable pacing lead, (B)(6) 2012. (B)(4).